Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported during a meeting with the patient, the patient requested someone check her scs ipg surgical incision site. The physician assistant examined the wound and found pus oozing at the ipg site. The patient was referred to the emergency department and it was determined the patient did not have infection; however, the patient was given antibiotics as a precaution.